Manufacturer narrative:
MDR 3005778470-2026-00388 - device 15 of 22. Investigation: this complaint has been evaluated. No photo or samples have been received for this complaint. No nonconformances were identified for this lot. The machine logbook was reviewed, and no records related to this issue were found. Additionally, no ncs were identified during the sterilization process. All raw materials used in the production of the affected lots were verified to be correct and within specification. No nonconformances were identified during the production of these lots. Process and quality checks were performed and documented in accordance with standard procedures. No manufacturing-related root cause was identified. This issue will be monitored through the post market product monitoring review process, sop-000741. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports coude tip and notch on funnel not aligned and caused bleeding with use. He states he has been using this product for many years and this catheter worked well for him previously. He states he got one box where every catheter he used had this defect, having used 21 or 22 of them. He discarded 8 or 9 of them from this box without using or checking them for this defect from this box. He reports the coude tip and the notch on funnel were all off, misaligned by about 90 degrees. Due to this misalignment, he experienced some bleeding with the first one used. The bleeding stopped quickly without intervention, and it was caused because it was very difficult to put in due to this issue and he didn't realize the misalignment with first one used with the defect. He has been using this product for many years and never had this happen before. Once the catheter was removed, he could see the misalignment. From the notch on the funnel the coude tips appear to be pointing 90 degrees to the left. No photo available. No additional information was provided.

Manufacturer narrative:
Device 15 of 22. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.